Event description:
It was reported that the ilet pump displayed ¿dosing stops soon¿ and was not receiving dexcom g7 continuous glucose monitor (cgm) glucose readings while the dexcom g7 mobile app continued to show values with an elevated blood glucose of 210 mg/dl. Customer care provided support that included user-guided troubleshooting steps including confirming the correct pairing code, toggling g6/g7 settings, and disconnecting the dexcom receiver to comply with the one-device connection rule. Investigation of this case revealed that cgm data flow to the ilet was disrupted by concurrent connection to a dexcom receiver and required re-pairing, consistent with device communication and pairing configuration issues between the ilet and the dexcom g7. Symptoms included the patient not feeling well. Outcomes included interruption of automated dosing due to loss of cgm data on the pump. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity configuration leading to loss of communication between the cgm and the pump.